Event description:
A cuff roll at the balloon. The indwelling period was 24 days. When the catheter was checked after removal, the cuff roll was found.

Manufacturer narrative:
The complaint for "cuff roll" is confirmed, exact root cause cannot be determined. During functional testing, the balloon was inflated with a 20 cc syringe filled with water. The balloon inflated with no difficulty and no leaks were observed during inflation. During water retraction, the walls of the balloon were observed collapsing in a uniformed manner. The incident of "cuff roll" was observed, upon deflation of the balloon. The "rolling" of the balloon material is located 0.9 inches distal to the proximal end of the balloon. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.